Event description:
It was reported that during a laparoscopic anterior resection procedure the surgeon placed a white reload into the ets45w around the inferior mesenteric artery and closed the jaws by pulling closing level number 1. They went to fire the gun with lever number 2 and the stapler would not fire. He opened the jaw of the gun, removed gun from the patient, put a new reload in and repeated the process but again could not get it to fire. He continued to ligate the ima with a hemolok. Then procedure was completed. They were able to dry fire the gun after the procedure and that was successful. There was a 20 minute delay. No adverse event to patient.

Manufacturer narrative:
(B)(4). Incomplete interrupted cycle, damaged spring cartridge lockout tab. The analysis showed that the atw45 device was received in good visual condition and with two tr45w cartridge reloads. Cartridge (a) tr45w was received fully fired with the lockout spring damaged and loaded on the device. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. Cartridge (b) tr45w was received partially fired 1/10 and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.